Event description:
It was reported that the physician entered the cavity with the symphion scope. Navigation through the cervix was difficult due to suspected cancerous tumors, and the physician was unable to identify internal uterine landmarks. Shortly after the scope introduction, the symphion resecting device was opened and introduced. The physician was able to clean certain parts of the cavity after entering and exiting the uterine cavity multiple times. During repeated device entry and exit, a perforation near the fundus was observed. The procedure was aborted, and the laparoscopy procedure was performed to stop the bleeding. Reportedly, the patient was stable and doing fine after surgery. No further medical intervention has been reported at this time.

Manufacturer narrative:
No product malfunction or issue was reported, and the resecting device used in this case was discarded. No relevant information was identified during the lot history review that could have contributed to the reported event. Based on the available information, the relationship between the device and the reported adverse event could not be established. The symphion operator's manual lists general contraindication and warning: - pregnancy, genital tract infections, and known uterine cancer are contraindications to hysteroscopy. - the symphion system should only be used by physicians trained in hysteroscopy and hysteroscopic surgery using powered instruments. Healthy tissue can be injured, e.g., perforation by improper use of the resecting device. Use every available means to avoid such injury. - do not operate the resecting device without clear visualization. The device resecting window area should be in the field of view while the resecting device is operating. If visualization is lost at any point during the procedure, resection/coagulation must be stopped immediately. - insertion and removal of the resecting device should always be under direct visualization. - resecting device precautions: excessive force on the resecting device tip does not improve resection performance and may increase the risk of perforation or device damage. Excessive force applied during insertion or removal of the resecting device may result in device damage or tissue injury, including perforation. - if bleeding occurs, advance the active electrode of the resecting device to the source of the bleeding and depress the blue coag foot pedal to activate coagulation. - section 7 adverse events lists the potential complications of continuous flow endoscopic surgery, including uterine perforation and bleeding.